Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had failed battery. The customer¿s blood glucose level was unknown. Customer stated that they had changed the battery and she got a battery failed alarm. The customer declined troubleshoot for failed battery. The customer was advised of battery failed alarm and was advised of normal prospected battery life. The insulin pump will not be returned for analysis.